Manufacturer narrative:
Concomitant medical products: product ID: 3550-29, lot# n287380, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient removed that the implantable neurostimulator (ins) moved a lot. Her healthcare provider (hcp) stated it was because she was a "heavyweight" and it was due to her weight. The issue had been occurring since implant. X-rays showed nothing was wrong with the device. The patient felt pain when it moved, and a stinging/burning/pinching sensation. The patient had an appointment with their primary hcp on (B)(6).